Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the drive support cap was sticking out. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they tried to push the drive support cap back in. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.